Event description:
It was reported to boston scientific corporation that an obtryx halo sling was used in a mid urethral sling procedure for stress urinary incontinence on (B)(6) 2013. Upon follow up appointment, a mesh exposure was found at the fornix. Patient was in stable condition and was being treated with oestrogen cream. Second follow up will be eight weeks later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.